Event description:
It was reported that the patient presented for in-clinic follow up. A device integration showed an alert for high pacing impedance exhibited by the left ventricular lead. Upon further evaluation there was noise and high capture threshold present in some vectors. Programming interventions were made. The patient was stable.